Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that sensor failure occurred during warm up. The patient was sleeping and the sensor session ended in the middle of the night and no readings were provided to her tandem tslim pump (making modified closed loop unavailable). She was "not aware the session already expired." She just suddenly felt dizzy and almost lost consciousness. Her daughter called the ambulance and she was rushed to the hospital. The bg was 27 mg/dl when the ambulance arrived at her home. Reversal of hypoglycemic shock was not documented in this complaint. Sometime, medical personnel made a second reading and it was 157 mg/dl. Length of stay in the hospital was not described in this complaint. Performance data was reviewed. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-138341 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.